Manufacturer narrative:
(B)(4), date sent to FDA: 03/19/2021. Additional information was received confirming the hospital reported the wrong case, and no jnj product was involved. Date sent to the FDA: 03/19/2021. Corrected information: b1, h1 - this medwatch report is being voided as it is was reported and confirmed that no jnj product was involved.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The following information was requested but unavailable: did the needle tip was retrieved during the same initial procedure, or it was necessary a second surgery? Did the patient suffer from any consequence due to the needle retrieved? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery of debridement and suture of head injury on (B)(6) 2020 and suture was used. The needle broke at the tip after piercing the tissue for the second stitch in the surgery. CT suggested that about 2 mm of the needle tip remained in the skin of the head. The needle tip was removed later and it was confirmed by CT that it was removed completely. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.